Event description:
Ambulance personnel were attending to a pt in cardiac arrest. An attempt was made at countershocking the pt and allegedly the device did not deliver the stored energy. The operator's report of a failure to deliver defibrillation energy was based on a lack of expected muscular reaction to defibrillation. Pt outcome was not reported.